Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cassette was not attached properly. Reattach cassette. No patient injury was reported.

Manufacturer narrative:
Other, other text: the model number was not provided in the initial submission. Updated d4. Evaluation codes method, evaluation codes result, and evaluation codes conclusion were incorrectly coded. Updated h6. The device manufacturer date was not documented in the initial report. Updated h4.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Faulty dso (downstream occlusion) sensor was replaced. The cause of the reported problem could not be determined. A non-conformance report was opened for the reported issue. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR (device history review) was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Additional information received on (B)(6) 2022 via email and attached to complaint object: date of the event: (B)(6) 2022, the event did not occur during patient use, the event did not result in patient harm, there was no medical intervention required, the outcome of this event was resolved. Event problem and evaluation codes: updates not required., corrected data: h4: correction: device manufacturing date: 07-mar-2018.